Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous proximal right coronary artery conduit segment. A 10mmx3.00mm wolverine cutting balloon monorail was selected for use. During the procedure, when inserted into the body and attempted to be inflated, it did not inflate as it was already ruptured for 5 seconds. The balloon was removed from the patient's body without any problem using the normal method the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous proximal right coronary artery conduit segment. A 10mmx3.00mm wolverine cutting balloon monorail was selected for use. During the procedure, when inserted into the body and attempted to be inflated, it did not inflate as it was already ruptured for 5 seconds. The balloon was removed from the patient's body without any problem using the normal method the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination revealed no issues with the hypotube shaft. No kinks or damages were noted with the polymer shaft. A detailed microscopic examination of the balloon material identified pinhole in the balloon. A pinhole was located in the balloon material 3mm proximal to the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. The device was attached to an encore inflation unit. A pinhole was located in the balloon material 3mm proximal to the proximal markerband when inflating to rated burst pressure of 12 atmospheres. The encore device was verified before and after use using the druck gauge.